Manufacturer narrative:
The manufacturer received the device for evaluation. The investigation by the manufacturer found the device passed all testing and was found to operate as designed. Additional information received from customer indicating the device did not cause nor contribute to the noted user death. The philips respironics devastation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment.

Event description:
The manufacturer received information alleging a patient passed away while using a continuous positive airway pressure (CPAP) device. No further information is available regarding the event at this time. The manufacturer requested the return of the device for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.